Event description:
It was reported that the neptune rover with smoke evac and power pole was not evacuating smoke during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the neptune rover with smoke evac and power pole was not evacuating smoke during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The reported loss of function of the smoke evacuator was confirmed by a manufacturer field repair technician through visual inspection. Upon disassembly, it was found that the smoke evacuator motor was in need of replacement, which can cause the reported event. The device was serviced for preventive maintenance by a manufacturer field repair technician at the user facility.